Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the full functional test including the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. No unexpected alarms noted during basal deliveries. No blank display anomaly noted. The unit was monitoring no unexpected device heating up noted. Unit passed the self-test. Unit received with fading serial number label, cracked retainer, cracked keypad overlay at select button and missing display window cover. The unit p-cap / test reservoir locks in place properly. No unexpected pump error alarms noted during testing. Unit passed all required test. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received retainer ring damage notification. The customer reported no adverse event. The event involved in the product was mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.